Event description:
My insulin pump battery cap was defective and stopped insulin delivery. My blood sugar increased over 300 until I could get home to switch out my battery cap with a replacement cap that medtronic had sent me.